Manufacturer narrative:
The device was received for evaluation. During functional testing, the unit turned off unexpectedly when tested in battery mode . A review of the event history log revealed "improper shutdown" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was found with the back flex battery contacts pin (2 of 8) fully depressed/jammed and unable to rebound as designed due to dried liquid substance. The back flex battery contacts pins do not make contact with the battery pin, causing the problem. The back flex battery contact pin required to be cleaned to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump turned off unexpectedly when tested in battery mode. There was no patient involvement. No additional information is available.